Event description:
It was reported the patient is experiencing a burning sensation at her scs ipg site with stimulation on. Surgical intervention is planned for a later date to address the issue. The patient is also reportedly experiencing ineffective stimulation and high lead impedances (reference MFR report #1627487-2015-06093).

Event description:
Additional information received identified the patient's scs ipg was explanted and replaced, which reportedly resolved the issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.